Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overflow.

Manufacturer narrative:
Date received by manufacturer is corrected to 03/09/2017.